Event description:
User received low sodium and potassium results for one pt sample. Initial sodium result was 123 mmol/l, repeat result 142 mmol/l. Initial potassium result was 2.8 mmol/l, repeat result was 3.4 mmol/l. Initial results were reported. The ise results were acted upon and pt was treated with sodium and potassium. User could not provide any current info about the pt. The field service rep was unable to determine a cause but noted there was a possible clot in ise system. He stated user had noticed drops of liquid on ise electrodes and cleaned them and also removed and reseated the ise electrodes. User also performed calibration which improved the performance of the assay. Performance tests were performed which were within spec.